Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): corrected data.

Event description:
The customer reported a segment on the led display does not illuminate. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using customer's batteries; however, led segments on the led digits failed to illuminate upon start up. Internal inspection isolated the failure led segment on the instrument circuit board, which had an intermittent open circuit across its nodes causing the led display to not illuminate. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues prior to this reported event.